Manufacturer narrative:
The field service engineer (fse) confirmed that there was a loudspeaker error. The fse replaced the loudspeaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The device was operational after replacing the speaker. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a loudspeaker error was displayed. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a loudspeaker error was displayed. It is unknown if the device was in use at time of event, and there was no adverse event reported.